Event description:
The device was used during a femoral graft procedure. Nine days post-operatively the pt developed complications. On the 10th day, a reoperation was performed, the surgeon identified broken suture at the middle of the femoral graft.